Event description:
The customer reported that the ECG waveforms were locking up on the screen.

Manufacturer narrative:
The customer reported that the ECG waveforms were locking up on the screen. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed. (B)(4).